Event description:
Falsely elevated ctni results of 0.093 and 6.84 ng/ml were obtained on samples from two different patients. These results were reported to the physician. The physician questioned the results and the lab retested the specimens. Results of 0.06 and 0.18 ng/ml were obtained, respectively. A second sample was redrawn from the first pt and a result of 0.00 ng/ml was obtained. There was no report of adverse health consequences as a result of falsely elevated ctnl results. The first pt was admitted for observation and given a nitroglycerine patch. Analysis of instrument and sample data indicated a sample integrity issue.